Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 300 mg/dl at its highest and a correction bolus via the pump was delivered to address the bg level. The cause of the high bg was not known. The current bg was at 282 mg/dl. A pump system check was performed and no device issues were identified. The customer declined to remove the cannula for inspection and to change out the site at the time of the report. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider. The customer acknowledged the information.